Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 266743; medical device expiration date: 09/30/2022; device manufacture date: 09/23/2017. Medical device lot #: 7302874; medical device expiration date: 10/31/2022; device manufacture date: 10/29/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok¿ syringe with needles are leaking at the needle hub. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR review for batch 7266743 (p/n 309593): manufacturing dates: 09/29/2017 to 10/04/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7266743 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7302874 (p/n 309593): manufacturing dates: 11/16/2017 to 11/20/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7302874 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The reviews showed no rejected inspections or quality issues during the production of the two provided lot number that could have contributed to the reported defect. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.